Manufacturer narrative:
Sample is available but not received in time for this report. If sample becomes available, a follow up investigation report will be sent.

Event description:
The event is reported as: the applier was not functioning properly. Clips dropped into patient's abdomen before ligation. Clips retrieved. No patient injury reported.